Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 reports related to the same event. (See 3002806535-2014-00124 / 00125).

Event description:
It was reported that patient underwent oxford bilateral knee surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2014 due to loosening. No further information has been received.